Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during a surgical procedure. There was no report of patient harm or foreign object retained by the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6 visual examination of the returned device identified the impactor pad has fractured and all the pieces were returned. Other damages found; nicks, wear marks, scratches and strike marks. The item and lot number that is etched on the product is starting to fade making them hard to read. The etching can be read when viewing them at the right angle and with the right light. Device/ was submitted for further analysis. Analysis determined that the presence of hackle marks and river lines suggests the overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.